Manufacturer narrative:
Concomitant product : 6947-65 lead implanted (B)(6) 2007.

Event description:
It was reported that the patient experienced inappropriate anti-tachycardia pacing (atp) therapy and shocks due to the device detecting atrial driven rhythms and supra ventricular tachycardia (svt). First, a remote transmission showed inappropriate atp and shocks due to the device detecting svt. The device was reprogrammed at that time. Next, appropriate therapy was delivered and the patient presented to the emergency department for replenishment of potassium and magnesium levels. A comprehensive electrophysiology study was done at that time and the device was again reprogrammed - the issues were noted to be resolved. The device remains in use. The patient was a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.